Event description:
It was reported that during pre-surgery, it was observed that the foot control device was not working. There were no delays in the surgical procedure. It was unknown to the reporter if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had debris and oil in the chamber preventing the pretest from being completed. It was determined that this was due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.